Manufacturer narrative:
(B)(4). The service engineer evaluated the device. When the device was powered on, it froze at the six images screen and failed the power on self-test (post). The issue was caused by the single board computer (sbc) printed circuit board (pcb). The pcb will be replaced.

Event description:
During failure investigation, the ventilator display froze at the 6 picture screen. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.